Manufacturer narrative:
Siemens has conducted an evaluation of the system and it was found to be functioning per the system specifications. No failure was detected and the system is operating normally. The mr system did not directly contribute to the event. The rf blanket used was not a siemens product nor was it supplied by siemens. It is not advised to use synthetic blankets in conjunction with mr exams. The system operators manual (a.2-9) clearly states to never use rf blankets or other conductive sheets within the mr system. Covers made of paper, cotton or linen should only be used. Siemens has conducted a full evaluation and has notified the manufacturer of the rf blanket of this event.

Event description:
It was reported that an rf blanket was used on a patient while using the neck coil to scan the patient's foot. The rf blanket caught fire, melting part of the mr coil and burned the patient. The patient suffered a 0.5% total body surface area full-thickness burn to the posterior ankle and heel overlying the achilles tendon. The patient is under the care of the hospital and no further information is available.